Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported the unit was shutting off after few seconds. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The support service confirmed the reported problem and recommended replacing the power management board. The customer informed the support service that their internal battery is aging and would like to replace it also. The support service was informed by the customer that the power management resolved the reported issue. Customer also reported that after replacing the internal battery, unit was in full functionality and was put back in service.